Event description:
Plastic on the nava (neurally adjusted ventilatory assist) catheter separated from the nasogastric tube (ng) exposing insulation around nava wires. This occurred after three days of use. The manufacturer recommends changing the catheter at 5 days. Due to wire exposure we needed to replace the nava catheter with a new one.======================manufacturer response for nava ng 6 french x 50 cm catheter, maquet (per site reporter).======================the manufacturers are requesting the device for follow up and inspection. The maquet representative has taken pictures of the device and found them to be inadequate for their evaluation.